Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, reported that patient faced 2 infusion set cannula crimped after 3 hours of insertion. Insertion site was abdomen. The blood glucose level was high. Therefore, patient was treated with correction bolus. Customer changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.